Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump alarmed insulin flow blocked during the seat test due to out of spec force sensor zero offset. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test due to unexpected insulin flow blocked alarm.

Event description:
Information received by medtronic indicated that the insulin pump received insulin floe block alarm. Customer stated the insulin did exit. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.